Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject programming head with its associated dongle were not detected by the smarttouch tablet; it was not possible to interrogate an implant. A test with another programming head was successful.

Event description:
Reportedly, the subject programming head with its associated dongle were not detected by the smarttouch tablet; it was not possible to interrogate an implant. A test with another programming head was successful.